Event description:
After a right hemicolectomy the staple line had leakage. Three days postoperatively the patient developed a hemoperitoneum and sepsis. The patient required a blood transfusion and respiratory aid.